Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in an adult female patient who had essure (batch no. A34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section. Previously administered products included for contraception: mirena from 2010 to (B)(6) 2011. Concurrent conditions included menometrorrhagia, migraine, tooth extraction, uterine bleeding, perineal pain, dysfunctional uterine bleeding and abdominal pain. Concomitant products included naproxen (motrin) since (B)(6) 2013 and naproxen sodium (aleve) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vulvovaginal pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2017- she performed d & c surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abnormal vaginal bleeding. Most recent follow-up information incorporated above includes: on 25-jul-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- depression, mental anguish, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal pain. Reporter information, medical history, concomitant drug, events onset date, events outcome, lab data were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in an adult female patient who had essure (batch no. A34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section. Previously administered products included for contraception: mirena from 2010 to (B)(6) 2011. Concurrent conditions included menometrorrhagia, migraine, tooth extraction, uterine bleeding, perineal pain, dysfunctional uterine bleeding and abdominal pain. Concomitant products included naproxen (motrin) since (B)(6) 2013 and naproxen sodium (aleve) since (B)(6) 2013. On(B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vulvovaginal pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2017- she performed d & c surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abnormal vaginal bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. A34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section. Previously administered products included for contraception: mirena from 2010 to (B)(6) 2011. Concurrent conditions included menometrorrhagia, migraine, tooth extraction, uterine bleeding, perineal pain, dysfunctional uterine bleeding and abdominal pain. Concomitant products included naproxen (motrin) since (B)(6) 2013 and naproxen sodium (aleve) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2017- she performed d & c surgery. Discrepancy noted in removal date: (B)(6) 2019. Received treatment for pelvic/adominal and gen. Abnorm. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abnormal vaginal bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Events : abdominal pain, gen. Abnormal bleeding were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.